Event description:
Reportedly the subject device was interrogated on (B)(6) 2017 via inductive telemetry for pacemaker check, the interrogation process did not complete and the programmer screen displayed the message stating that the pacemaker had switched to standby mode. Following the above message, it was found that the device parameters had changed from the previous values (vvir mode, basic rate 70 min-1, maximum rate 110 min-1) to the ¿as shipped¿ values (ddd mode, basic rate 60min-1, maximum rate 130 min-1). It was also confirmed that there was no data in the device memory. After the parameters were reprogrammed back to the previous values, the patient data was printed out.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly the subject device was interrogated on (B)(6) 2017 via inductive telemetry for pacemaker check, the interrogation process did not complete and the programmer screen displayed the message stating that the pacemaker had switched to standby mode. Following the above message, it was found that the device parameters had changed from the previous values (vvir mode, basic rate 70 min-1, maximum rate 110 min-1) to the ¿as shipped¿ values (ddd mode, basic rate 60min-1, maximum rate 130 min-1). It was also confirmed that there was no data in the device memory. After the parameters were reprogrammed back to the previous values, the patient data was printed out.